Event description:
Customer reported that the insulin pump alarmed unexpected restart and external ram error. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was assisted with reprogramming the time and date. She was advised to program a normal bolus into the air; amount was recorded in the bolus history. Self test was performed twice because the customer could not read the screen after first test. A temporary basal was not programmed before the unexpected restart. Customer also reported a blank display. Device was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did return. Blood glucose value is 209 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.